Manufacturer narrative:
Evaluation summary: (reference internal complaint file number t98161.) Visual examination of the returned instrument found less than 1mm of one blade tip broken off. Further examination found no signs of ductile fracture, fatigue or corrosion. Review of a memo from co's foreign distribution facility found a claim by the complainant that said, "the instrument was then only 1 week old and had been sterilized in just 1 sterilization cycle." The original complaint report indicated that the complainant uses autoclaving as their routine method of sterilization. This instrument has very delicate blades, especially at the tip. If customers do not handle this type of instrument with care during cleaning or sterilization the blade tips can be broken by perforations in the sterilization tray, or by other instruments in the tray. Investigation of this complaint found that the blade tip most likely broke due to mishandling during sterilization. This failure mode would not cause death or serious injury if it were to recur because the forces that caused the breakage were more severe and variably applied than forces applied during use as scissors in surgery. Genzyme surgical products reported this incident initially because info suggested that the failure occurred under conditions expected during use in surgery. New info indicates that this failure would not occur during use in surgery and subsequently would not be likely to cause death or serious injury from recurrence. Had the new info been available at the time of initial determination for MDR reportability, this incident would not have been reported under the medical device reporting regulation.

Event description:
Complainant alleges that the tip of the scissors broke after one use.